Event description:
An invasively ventilated pt using this CPAP became decannulated and subsequently expired. Additonal info received from the customer is that the pt was prescribed an airway pressure monitor, an apnea monitor and a pulse oximeter - none of which were in use at the time of death per the customer and investigating coroner. The coroner indicated that the lpn left pt in bed at home around 9:00 pm to prepare a night-time bottle. When the lpn returned approximately four or five minutes later, the pt had become decannulated (the circuit remained connected to the unit) and non-responsive. The pt was taken to the hospital and pronounced dead at 11:14 pm. Per the coroner, the lpn alleges that the CPAP did not alarm during the incident. An evaluation of the equipment was performed by respironics and the device was found to be operating to specification. Upon receipt of the equipment, the mask alert (large circuit leak alarm) was turned "off."